Event description:
On (B)(6) 2013, the patient reported that she was admitted to the hospital on (B)(6) 2013 and diagnosed with diabetic ketoacidosis. Her blood glucose level read hi on her blood glucose monitor and at the hospital they told her it was 619 mg/dl. Her normal blood glucose level is under 200 mg/dl. She was treated with and IV of insulin at the hospital and released on (B)(6) 2013. She stated that the cause of the elevated blood glucose level was due to receiving e4 (occlusion errors) on her infusion device. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. It was unknown if the patient used any concomitant medical products.

Manufacturer narrative:
The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The alarm functions of the insulin pump were tested within the alarm function test on the diagnostic test system and meet the specifications.